Manufacturer narrative:
During follow-up, the patient said the catheters work fine and problem wasn't due to sensitivity to the lubricant of the k1 catheter insertion kit or due to any defect or malfunction. She said that her problem was the size of the catheter was too big so she is changing to a smaller french size.

Event description:
Intermittent catheter patient (user) said the catheters are causing her irritation and urinary tract infections (uti's). During follow-up, the patient said she was prescribed an antibiotic, took the full course, but the infection returned. She had to be prescribed another antibiotic for a total of three times, but the infection seemed to return again. The patient will see her doctor to confirm if the infection returned.